Event description:
It was reported the pt was not receiving effective stimulation. An sjm rep met with the pt and observed multiple invalid contacts. Reprogramming was able to resolve the issue at that time. X-rays were taken and showed no abnormalities. Follow up info identified the pt again was not receiving effective stimulation. An sjm rep met with the pt and observed multiple invalid contacts again. The pt also stated she underwent back surgery in (B)(6) 2012. The pt is pending follow up with physician to discuss the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.